Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the last 3 months it has been taking them a long time to charge their implant. Patient said that it used to take 1-2 hours to charge the implant and now it takes 3-4 hours. Agent asked the patient if they had any changes to their stimulation and patient said that they haven't had their stimulation adjusted in probably a couple years. Caller stated that their battery is at 25% when they start their charging session and it will take awhile to get to 50%. Caller stated that they charge every couple weeks. Patient stated that they have the wr and do not have any issues connecting and staying connected to the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.